Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that upon completion of the procedure, the arteriotomy locater and sheath are inserted into the artery, the device was used to identify location, the arteriotomy locater was removed and the angio seal device was inserted until a click is heard. The device was pulled back until a second click was audible, and the sheath was pulled back, collapsing the collagen plug, and the tamper tube was used. After pulling the tamper tube back, the staff members state that the collagen plug was partially stuck in the tamper tube. They have cut the device as guided, pull the suture and with a hemostat stuff the collagen plug into the arterial track and then held pressure for 15 minutes. No patient needed further intervention to femoral site. The procedure performed was a femoral cardiac cath. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 25mar2025: a 6 french sheath is standard use for the facility. An angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device entered the artery fine, the problem occurred after deployment of collagen and use of tamper tube. The patient was stable. There was no noticeable damage to the devices, the staff was unsure as to why the device issue occurred. Hemostasis was achieved on the patient.

Manufacturer narrative:
D6a: implanted date: date unknown. D6b: explanted date: date unknown. E3: occupation: cardiac cath manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.